Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿ xc in the posterior jawline bilaterally. Patient is experiencing lumps on both sides, the right side is described as "red, swollen, sore, encapsulated", the left side lumps are "nowhere near as bad". Patient is also experiencing itching. Hcp placed the patient on doxycycline the day after symptom onset. Hcp switched the doxycycline to amoxicillin and four days later and injected the patient with hylenex. Symptoms are ongoing. A 25g 1.5" cannula was used. This was the initial use of the syringe.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.